Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A rn was completing an IV insertion on a patient for a CT scan. Nurse noticed blood coming from the IV catheter tubing. There was a hole in the tubing where the tubing is connected to the needle portion. The catheter was removed and a new one was placed.